Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis and blood glucose level of 625 mg/dl. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2023 with no permanent damage. Reportedly, pump touchscreen was frozen and unresponsive. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.